Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Failure to follow device deployment steps; use in a calcified vessel. Heparin, aspirin, reopro, lisinopril, atenolol, b12, levothyroxine, digoxin, diltiazem, magnesium oxide, glipizide, gemfibrozil. Systolic blood pressure was in the 60 range. The physician impression was hypotension, secondary to bleed from the right femoral area, due to heparin. Treatment plan included neo-synephrine, wide open fluids, transfusion of two units of packed red blood cells, titration of blood pressure support medication, IV pepcid, and hold digoxin and other hypertensive medications. The patient expired on (B)(6) 2011. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the reported information found that the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The use of the starclose device in a calcified artery and retracting the device with too much force in order to locate the arterial wall are both inconsistent with the instructions for use (IFU). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed; however, based on the information available, the reported difficulties experienced during the procedure, appear to be related to the operational context of the device.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately calcified right common femoral artery after left popliteal balloon angioplasty, catheter thrombectomy of the left superficial femoral and popliteal arteries, and intra-arterial reopro. Reportedly, as thumb advancer deployment was completed, the device popped out of the vessel. Although the operator believed the device might have been pulled back too hard causing it to pull out of vessel, clip deployment was completed. After clip deployment, bleeding continued. After applying manual compression, it was believed that hemostasis was achieved. The patient was placed on a heparin drip. A hematoma with increasing size was noted, with bluish discoloration that ultimately extended up to above the iliac crest, extending over the pubic symphysis. There was a drop in hemoglobin. The heparin drip was discontinued. A computed tomography scan revealed a large hematoma measuring 52 hounsfield units within the right inguinal region extending inferiorly into the anterior aspect of the right and superiorly into the anterior abdominal wall. The maximum axial dimension measures 17.4 x 7.0 cm with a least 21 cm of craniocaudal extension. The collection remained within the subcutaneous fat. The patient became agonal and continued to have a drop in systolic blood pressure of 70mmhg. The patient was intubated and received sodium bicarbonate. A dopamine drip was started with wide-open IV fluids. Hemoglobin was rechecked and was 7.6. Other laboratory findings included white blood cell count 15.91, platelet count 232, bun 27, creatinine 1.47, potassium 5.7.